Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that the surgeon attempted to implant the micl12.6 implantable collamer lens and part of it got stuck in the injector as the surgeon was inserting it. The lens was removed and discarded. There was no patient injury. The reporter stated the incident was the result of a loading error.